Event description:
The nurse practitioner reported that the shortness of breath occurred with device stimulation at certain settings. The device settings were changed for patient comfort. The shortness of breath occurred with any activity. The patient experienced an 80% reduction in the shortness of breath with the changes in settings.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced severe shortness of breath associated with her vns. The device signal frequency was lowered from 30hz to 20hz to counteract the problem. Attempts to obtain additional relevant information have been unsuccessful to date.